Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture, breast pain, textured implant.

Event description:
Healthcare professional reported right side "rupture, breast pain" and "textured as well". Device remains implanted.

Manufacturer narrative:
H6 -- health effect - impact code: f2203.

Event description:
Patient representative reported patient's further concerns with the product. The device has been explanted.